Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unk. Initial reporter is pending information from the representative. The representative went out to the site to check out the system. They found an imaging modalities failure for 2d and 3d and a visually inspected parts failure. It was stated that machine works ok after replacing the batteries and both failures were resolved. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system used outside of a procedure. It was reported that the batteries were not in good condition and will be replaced. It was later noted that there was an issue with the functionality of the system being unable to preform. There was no patient present at the time of the event.

Manufacturer narrative:
H2: additional info: lot#: concomitant product (ID bi71000125) - lot#: 1220119/23 h2: additional info: initial reporter: the initial reporter has been identified as bing ni. See e1. H2: correction: it was clarified that the battery had been unable to perform a system task. The voltage of the battery i7 was tested, which did not pass the sm required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.